Manufacturer narrative:
E1: reporter institution phone number: (B)(6). Changed the reporting institution name from (B)(6) hospital. Changed the reporting institution address from no. (B)(6). A philips field service engineer (fse) spoke to the customer and evaluated the device onsite. The fse reported the alarms of the monitor were working when tested with the simulator. The central station logs were no longer able to be queried as of april 1st. The fse discovered that at the time of the event, the device's blood pressure alarm was configured to off; therefore, it could not sound. The fse resolved the issue by configuring the alarms to on. No further investigation or action is warranted at this time.

Event description:
It was reported there was no alarm when the blood pressure was low. The device was not in use on a patient at the time of event, there was no adverse event reported.